Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart half-height drawer 2-2 rails had fallen apart, and the drawer rail bearings and bearing cage had come out. Since the storage depot was out of drawers, the customer allowed a field service engineer to use a drawer from a station in the pharmacy. A field service engineer replaced the faulty drawer with the one from the pharmacy and later returned with a replacement drawer. The field service engineer removed all the cubie pockets, installed them in the new drawer, updated the drawer firmware, and configured it in the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a broken drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.